Event description:
It was reported that the lead and extension were replaced due to high impedances. Impedances were greater than 10,000 ohms. X-rays were taken prior to replacement and both the lead and extension appeared to be broken. It was reported that the event involved a pediatric patient. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the patient had experienced a return of symptoms. The patient was receiving effective therapy and felt better following replacement. It was noted that the lead was cut during the explant procedure.

Manufacturer narrative:
Lead model 3387, lot# unknown, implanted unk, explanted unk; extension model 37085-60, serial# (B)(4), implanted unk, explanted unk.

Manufacturer narrative:
The initial MDR was filed as MFR report #3007566237-2012-00373. Additional review indicated the correct manufacturing site was site # 3004209178.

Manufacturer narrative:
Analysis of the lead model 3387 lot# unknown found no significant anomaly. The lead body had been cut through; the product was segmented. Analysis of the extension model 37085-60 (B)(4) found no significant anomaly. The extension body was cut through; the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).